Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system stopped working" (loss of power); "error message displayed on screen" (device displays error message). The user facility reported that during a phacoemulsification surgery on the left eye, when the handpiece was being used, the system stopped working. However, a ping-type sound was heard and an error message was displayed on the screen, no fluids. The system had been primed and tuned with no problems. The system was then restarted. The phacoemulsification started and the error message reappeared. The tubing was changed and the system was primed and tuned again. The phacoemulsification recommenced and during the second phase of the surgery (at the chopping stage of surgery just after sculpting), the error message reappeared again. The system was switched to another one and the surgery was completed. There was no pt harm. The procedure was delayed 15-20 minutes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).